Event description:
The caller reported air bubbles or gaps in the infusion set tubing during pumping, located between the t:lock and the patient. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and infusion set and resumed insulin therapy.